Event description:
Device issue: none. Adverse event: dissection, stroke. Onset of adverse event: during the procedure. It was reported via a trial that during the procedure, the rx accunet filter did not deploy. The filter was removed, re-prepped, reinserted and deployed. The stent was successfully deployed in the left internal carotid artery. During the procedure, the patient experienced symptoms consistent with an evolving stroke. Post-procedural angiogram showed sluggish to no flow in the common carotid artery with evidence of a spiral dissection extending from the left common carotid artery to the internal carotid artery into the stent. The physician believed the dissection was caused by the non-abbott sheath. The patient was diagnosed with left frontal lobe ischemic stroke with profound expressive aphasia, right hemiplegia, and right gaze paralysis secondary to the dissection. Attempted treatment of the dissection was unsuccessful as multiple attempts to advance a whisper wire into the true lumen of the common carotid artery were unsuccessful. As the patient was high risk for surgery, family chose conservative treatment. The patient was treated with neosynephrine to increase cerebral perfusion and heparin. The symptoms are continuing, unchanged. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4); evaluation summary - vessel dissection and stroke may occur during this type of procedure and as listed in the instructions for use (IFU), vessel dissection and stroke are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.